Event description:
A report was received stating that a patient had a pocket revision due to discomfort. The physician moved the ipg. Nothing was explanted but two new extensions were implanted. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the patient and will not be available for evaluation. This is a final report.